Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found insertion forceps channel pinhole. Insertion section soft tube pinhole. Leakage of fluid from main body of actuator. Insufficient angle of the curved tube at the insertion part. Snagging of instrument at tip. Discoloration of illumination lens at tip. Discoloration of soft insertion tube. Wrinkling of soft insertion tube. Roughness of curved tube at tip. Rattling of ventilation port at connector. Displacement of forceps mouth rubber at actuator. Deformation of video connector at connector. Cable section universal cord crushed. Cable section video cable crushed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the flex videoscope exhibited a foreign object. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the bending rubber was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the instruction manual at the time of shipping the product, there are descriptions as to reprocessing below: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd [automatic endoscope reprocessor] olympus will continue to monitor field performance for this device.